Event description:
It was reported that the 2.75 x 15 mm nc trek dilatation catheter was removed from the packaging. The stylet was removed without difficulty; however, the yellow protective sheath could not be removed. The device was not used and there was no patient involvement. A second nc trek was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with the yellow protective sheath on the balloon and was removed without resistance; thus, the reported difficulty removing the protective sheath was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling.